Event description:
A clinic manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the manager reported that the blood leak occurred within 10 minutes of the start of the hd treatment. The manager explained that the leak was visually observed at the top of the dialyzer head.the blood leak was described as being an internal blood leak. The fresenius 2008t machine did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to return to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, the manager reported that the blood leak occurred within 10 minutes of the start of the hd treatment. The manager explained that the leak was visually observed at the top of the dialyzer head. The blood leak was described as being an internal blood leak. The fresenius 2008t machine did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to return to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: a sample was returned from the reported lot number for evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 200° with the ports at 0° on the non-cavity ID end. Under magnification of 20x the fiber fragment measured approximately 1.28mm in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation noticws (dn)s in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.the investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.